Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to alternate method testing when using tnih kit lot 104. Siemens evaluated the instrument data and the information provided by the customer. Reagent issues were ruled out based on qc recovery within acceptable ranges. At the customer site, for troubleshooting, the sample was treated with peg (polyethylene glycol 6000), and the repeated result was 0.04 ng/ml. Return of the patient sample for further investigation is not possible due to chinese regulations. Based on the available information, a specific cause for the discordant result was unable to be determined. A product problem was not identified. The customer is operational, the issue was resolved by routine troubleshooting and no further actions are required.

Event description:
The customer reports observation of an elevated atellica im high sensitivity troponin I (tnih) result which was discordant relative to alternate method testing when using tnih kit lot 104. An initial elevated result was obtained for one patient sample. The initial result was reported to the physician, who questioned the result. The same sample was retested on an alternate method and obtained a lower result. The lower result matched the clinical diagnosis of the patient, and a corrected report was issued to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.